Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure using a navarre opti drain catheter. During the procedure, it was reported that the catheter was obstructed, resulting in blockage of the tubing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided and reviewed. The photo shows the partial view of catheter and physician holding and pointing out the catheter pigtail. Thread was noted to protruding from the catheter hole. The other photos show product packaging with labeling information and one mobile screen shot in foreign language. In label lot and product information were matched and verified. Suction and obstruction cannot be verified from provided photos. Therefore, the investigation is inconclusive for the reported obstruction and suction problem for all three devices as provided photos are not sufficient to confirm the issue for one device and no objective evidence were provided for review for other two devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using a navarre opti drain catheter. During the procedure, it was reported that the catheter was obstructed, resulting in blockage of the tubing. The procedure was completed using another device. There was no reported patient injury.